Event description:
The customer reported that the paramedics were called for assistance due to a low blood glucose of 52 mg/dl. The customer stated that her blood glucose levels probably went low because she did not eat anything the night before. The customer stated that she knows how to treat her blood glucose levels, but her nieces were with her, and they called the paramedics. The customer knows that the insulin pump was not to blame, and declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.